Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of elevated glucose readings while using the ilet and at times disconnected the pump to administer a manual insulin injection, with no device alerts or alarms reported and cause unclear. Symptoms included hyperglycemia. Outcomes included no reported injury, hospitalization, or other clinical intervention beyond user-administered correction. Investigation included troubleshooting and user education focused on reviewing supplies and alerts and advising consultation with a healthcare professional regarding insulin therapy. Investigation of this case revealed no device alerts or confirmed device malfunction, and no component-specific failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence linking the event to a device malfunction or identifiable user or clinical factor. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.